Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event reported is considered as unrelated to smith and nephew devices or procedure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported a manipulation under anesthesia due to arthrofibrosis in the left knee, and the patient is having lower extremity neuropathy.